Manufacturer narrative:
Concomitant product: cook tracer metro direct wire guide (metii-35-480-j). Investigation evaluation: our evaluation of the returned device was unable to confirm the report of incorrect cutting wire orientation due to the condition of the returned device. Upon evaluation of the returned device, it was found the cutting wire had separated from the securing component at the distal end of the device. Due to the break in the cutting wire, the sphincterotome will not respond to handle manipulation and is no longer operational. A functional evaluation for orientation was performed but a conclusion cannot be made since the distal tip of the device is no longer attached to the handle correctly. No section of the cutting wire was found to be missing. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective actions: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Concomitant product: cook tracer metro direct wire guide (metii-35-480-j). Investigation evaluation: our evaluation of the returned device was unable to confirm the report of incorrect cutting wire orientation due to the condition of the returned device. Upon evaluation of the returned device, it was found the cutting wire had separated from the securing component at the distal end of the device. Due to the break in the cutting wire, the sphincterotome will not respond to handle manipulation and is no longer operational. A functional evaluation for orientation was performed but a conclusion cannot be made since the distal tip of the device is no longer attached to the handle correctly. No section of the cutting wire was found to be missing. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective actions: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On (B)(6) 2015, the following information was provided: during an endoscopic sphincterotomy (est), the cutting wire of the sphincterotome broke. Another company's device was used to complete the procedure. At this time, the information did not reasonably suggest that a reportable event had occurred. On (B)(6) 2015, the following information was provided: during an endoscopic sphincterotomy (est), the physician used a cook d.a.s.h. Dometip double lumen sphincterotome. Cannulation was performed as usual. The user applied torque on the device to adjust cutting wire orientation since it did not orient as he wished prior to the sphincterotomy [incorrect cutting wire orientation]. Another manufacturer's device was used to complete the procedure.